Event description:
The initial reporter stated that the administration set was leaking from the filter. Mmd did follow up with the initial reporter. They stated that they noticed the leak after the patient reported an increase in pain. The administration set was changed and no other effects from the complaint were reported. [Complaint-(B)(4)].

Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmdg.